Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined; however, it is most likely related to the patient's condition and the indication for a device with higher defibrillation capabilities.

Event description:
During follow-up, the patient had numerous ventricular fibrillation episodes with delivered shocks; however, the device couldn't terminate the arrhythmia. An external defibrillation was successfully. The patient then underwent a device upgrade and an attempt to reposition the durata lead into an adequate position for high voltage therapy. However, the lead helix would no longer extend. The lead was explanted and replaced with a dual-coil lead. There was no alleged malfunction against the lead. The patient was stable.

Manufacturer narrative:
The reported event of failure to extend the helix was confirmed; however, failure to provide adequate high voltage (hv) therapy was not confirmed. As received, a complete lead was returned in one piece. Visual inspection found the helix retracted and clogged with blood/tissue. X-ray examination revealed the inner coil over-torqued within the connector region, consistent with procedural damage. After cleaning the helix region, the helix was able to extend and retract. The cause of the helix issue was isolated to the helix clogged with blood/tissue and an over-torqued inner coil at the connector region. Based on the information received, the cause of the inadequate hv therapy was likely related to the patient's condition; no lead malfunction was observed upon analysis.